Event description:
It was reported that the pump reset unexpectedly. Customer loaded a new cartridge and resumed insulin delivery successfully. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was 51-210 mg/dl. Cause of low bg was unknown. Reportedly, customer did not do anything to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected reset issue was verified. Based on the analysis, the alleged low blood glucose and out of range issues were verified in the pump logs; however, no failure was identified.